Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "leaking".

Event description:
Patient reported a right side deflation, leaking confirmed via mammogram, and folding. Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Patient reported a right side deflation, leaking confirmed via mammogram, and folding. Healthcare professional reported a right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ crease folding of implant: observed. ¿ deflation: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.